Manufacturer narrative:
The device is not returned to manufacturer for evaluation therefore we cannot determine the definitive cause of event.

Event description:
Levels: l2-s1 it was reported that patient with spinal degenerative disease underwent lumbar fusion. Intra-op, the threads were stripping off the set screws. No fragments of the products remained inside the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis: macroscopic and optical examination revealed thread crest/flank damage; this damage appears to have initiated near the start of the thread, and is evident around the damaged portion of the thread. Functional evaluation with a sample mas head found the set screw was unable to be fully engaged. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.